Manufacturer narrative:
The investigation into this issue determined that there is a high possibility that control and calibrator materials had been mixed during the fill process and that hba1c calibrator lot 54582uq02 may contain a quantity of high control material instead of calibrator level 2 (l2). A product recall letter was issued to all architect customers who have received the architect hba1c calibrator lot 54582uq02. This lot may generate an active calibration curve, a shift to qc and patient results may occur. The letter instructs the customer to discontinue use of the suspected lots and destroy any remaining inventory.

Event description:
The customer observed a shift in control while using the architect hba1c calibrator, list 04p52-01, lot 54582uq02. No discrepant patient results were generated. No impact to patient management reported.